Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that tip fracture occurred. The target lesion was located in the vessel below the knee. An 18, 135cm rubicon was selected for use. During the procedure, it was noted that the tip of the support catheter was fractured. The procedure was completed with another of the same device. There were no patient complications as a result of this event.